Manufacturer narrative:
The stent remains in patient. The delivery system will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid to distal left anterior descending (lad) artery. A perforation occurred during use of an unspecified device. The 2.8 x 19 mm graftmaster stent delivery system (sds) was advanced to the target site and an attempt was made to deploy the stent. The balloon was inflated without issue, then deflated without issue. The sds was removed without difficulty; however, when the sds reached the guide catheter, it was noted that the stent remained partially on the sds. The sds was then re-advanced to the target site, pushing the stent into position. It was not possible to advance the sds back through the stent, so the sds was removed. A 2.25 x 15 mm non-abbott dilatation catheter was then advanced into the stent and inflated, fully expanding the graftmaster stent. The perforation was sealed and there were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported activation/expansion failure or stent dislocated or dislodged appear to be related to operational circumstances of the procedure. It is likely that the lesion was too narrow on one end causing the stent to partially deploy from the stent delivery system (sds) and remain on the sds during retraction. Additionally, the treatment appears to be related to the operational context of the procedure as a 2.25 x 15 mm non-abbott dilatation catheter was then advanced into the stent and inflated, fully expanding the graftmaster stent to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na